Event description:
Patient's surgery dates were (B)(6) 2012 right eye (od) and (B)(6) 2012 left eye (os). Patient presented with complaint of flashers/floater on the right eye on (B)(6) 2013. Upon dilated fundus exam, a retinal detachment with a nearby tear and hole was found superior/temporal right eye and a small operculated hole (no surface) superior left eye. Patient was still symptomatic on the right eye during exam. Patient had been experiencing a lot of dryness, glare and halo, especially at night. Patient had same complaints over a few months. Patient did not experience loss of best corrected visual acuity.

Manufacturer narrative:
Evaluation: conclusion - the equipment was not evaluated after the treatment date (which occurred on (B)(6) 2012) due to the fact abbott medical optics (amo) became aware of the event on (B)(6) 2013. The condition of the system (since the time of the procedure) will make the evaluation difficult to associate the event to the device. Customer is only reporting this event and did not request field service or clinical support. Amo's medical monitor found no credible scientific causal relationship between lasik and retinal detachments noted in the literature, but individuals with nearsightedness are generally those who have lasik and also are at greater risk of retinal detachments. So associated but not related since it is indicated that the retinal detachment was observed 7 months after the last procedure. Flashes / floaters are signs/symptoms that relate to the detached retina. Note: all pertinent information available to amo at the time of this report has been submitted.